Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during hernia procedure, while fixation, the 2 device missed fire. There was a delay in the operation time. There was no patient injury.